Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a stained address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had nicks on the screen. The customer's blood glucose level was 140 mg/dl. Standard troubleshooting was performed. The customer stated the damage occurred when the insulin pump hit a door frame. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.